Event description:
The customer's mother reported via phone call that the patient was hospitalize due to high blood glucose. Customer's blood glucose was 599 mg/dl. The customer was tired. The customer's mother is doing the troubleshooting. The customer was admitted to the hospital on (B)(6) 2015. The customer was treated with insulin drip and fluids in the hospital. The troubleshooting was performed with the device. The customer want the insulin pump replaced. The customer was advised that the device will be replaced and agreed to return product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.